Manufacturer narrative:
An investigation was carried out into this complaint. Following the information received, it appears most likely that at the beginning of the resident transfer from wheelchair to physiotherapist table, right leg clip of the sling detached from the spreader bar of the maxi move lift. No injuries were received as a consequence of the event. When reviewing similar reportable events, we have found a number of cases with similar fault description (clip detachment). The trend observed for reportable complaints with this failure mode is currently considered to be relatively low and stable. It can be established that the system was being used for patient care when the event took place and in that way contributed to the outcome of the event. The lift (maxi move) and the sling which work as a system were inspected and found to have malfunctioned (not to specification) when the event took place. No malfunctions were found regarding the lift but an on site inspection provided by an arjohuntleigh representative found the sling with deformed and slightly bent clip. However, based on our product knowledge and simulations conducted previously a clip deformation does not lead to the clip instantly coming apart of the spreader bar and therefore will not lead to a drop of the person in the sling. Following the sling instruction for use (IFU), clip deformation should be detected before use and the sling should be discarded and replaced. There is the statement on the sling label itself, but also the sling IFU, that the sling is not to be dried with a washing press or similar method. This is because doing so can mean that the clip receives a mechanical pressure much higher and from a different position (outside rather than inside) than it was intended for. It can cause bending, deforming, hairline cracks or even outright breakages of the clip before or during use. Based on the information gathered we have found that : the clip breakage is found most likely due to further off label use: not following the washing and drying instructions. The clip detachment is found most likely not due to the clip deformation, but caused by further off label use. Going forward, the event description indicates that the right leg clip detached from the spreader bar. A sling clip, once correctly attached and monitored to stay in place as the weight of the person in the sling is gradually taken up, as indicated to be required in the labelling, is locked in position with the weight of the patient. It is not likely to come off during on label use. Based on received information, it is clear that the person was lifted from seated position. From simulations, we know that in the situation, when the clip is not attached and under tension with the weight of the person in the sling from the start, a drop will be immediate. If the labelling is followed, there can be no issue. However, it is possible for the caregivers to not have followed the labelling and not checked the clips are correctly attached and remain in tension as the weight of the resident is gradually taken up. The user is obliged to monitor the clips becoming under tension when the weight of the patient is gradually being loaded on. The sling IFU supplied with each sling indicates and warns: to make sure all clips are in place and remain in place and the clip straps come under tension as the weight of the person in the sling is gradually taken up. Consequently to the above, we come to the conclusion that the event was most likely caused by use error, based on the customer information and the simulations performed previously based on earlier incidents. The labelling for the lift device indicates the system should be used by trained personnel that are aware of the IFU contents. Note that the customer was visited and interviewed by a local arjohuntleigh representative but could not provide any training dates for staff. Arjohuntleigh suggests to remind the staff involved of the device labelling, with special attention to correct lifting procedure, cleaning and disinfection procedure and checking the sling before transfer. This is to be communicated to the customer. We find this complaint to be reportable to the competent authorities.

Event description:
On 24 mar 2016 additional information regarding the event was received:- transfer occured from wheelchair to physiotherapist table - the clip of the sling was detached before the transfer. When this was noticed, the personnel noticed that clips were deformed.- the customer believes the right leg clip detached.- the lift was inspected and was found in good condition. It is under maintenance contract. - training for the staff was at delivery of the device and every two years during 'handling' training. No specific dates are available.

Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2016 (B)(4) received a customer complaint where it was indicated that one of the clip of the sling detached during transfer using maxi move lift. No injuries were reported. It was noticed that clip of one of the sling was deformed.